Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep). It was reported the incision at the lead insertion site was not healing. The incision was swabbed and an infection was found. It was unknown why the infection occurred. The infection was severe enough to require explant. The device was explanted. The issue was reported as being resolved. No further complications were reported.

Event description:
Information was received from a consumer and healthcare provider regarding a patient with an implantable neurostimulator (ins) for spinal pain. It was reported the patient needed an MRI for a possible infection. The patient stated they had a couple of issues since they were implanted with the ins. The patient further clarified the ins site never completely healed. The patient said when the ins was implanted, the hcp didn¿t check the incision area and the patient was released with blood all over the bed. The patient said they replaced the bandage and by the time they got to their car, there was blood all over the patient¿s dress. The patient stated a week or two after implant, the patient removed the bandage and the glue over the incision came off with the bandages. The patient said they think that maybe messed up the healing process. The patient said a week ago the incision area opened back up and started oozing and bleeding. The patient stated the incision area is now infected. The patient also mentioned having upper back muscle spasms. The patient stated they were in severe pain in their upper back and lower stomach. The patient can¿t lay down or sit up in a chair. The patient said that standing wasn¿t too bad. The patient mentioned they were taking pain pills and muscle relaxers to help the patient¿s pain a nd to help the patient sleep. The patient was taking pain meds more frequently than before they had the ins. The patient said they feel worse than before they were implanted due to the above issues. The patient was implanted for lower back and leg pain, and the ins is really working for these issues, but now the other issues have come up. The hcp mentioned there was drainage where the device is. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The system and other applicable components are: product ID 977c165 lot# serial# (B)(4) implanted: (B)(6) 2017 explanted: product type lead if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2017-10-24 from a consumer via a manufacturer representative reporting that the wound infection at the lead site in the patient¿s back was bacterial. There were no known environmental factors known to the reporter. No troubleshooting had been done at the time of the report and the issue had not yet been resolved. Patient weight and medical history were asked but unknown. It was unknown if a surgical intervention was planned. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patient weight was provided. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the stimulator was removed and the patient had to take antibiotics for 6 weeks through a PICC line. No further complications were reported.